Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer arrived onsite and observed that pocket e3 in drawer 2.2 repeatedly failed after recovery attempts. The engineer scheduled a follow-up visit and replaced the defective drawer module with a new legacy half-height drawer module. The engineer removed cube pockets from drawers 2.2 and 2.1, installed the new drawer module, reinserted the pockets, and verified proper operation of the drawer. The fse verified proper operation after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4 pocket e3 was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.